Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tracheostomy placement procedure, a new device was inserted and when the cuff was inflated, it popped. Also, the box was dirty. It was reported that another device was used.

Manufacturer narrative:
Evaluation summary: one product was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed, and it was noticed the cuff had a small cut. The instructions for use (IFU) states that ordinarily, cuff pressure should not exceed 25 cm of h20. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube's cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.